Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Helix, fully extended measured .079 inches within specification. Primary analysis findings: no anomalies found.

Event description:
It was reported that during the implant, the impedance was 2300 ohms. Consequently, this lead was replaced. No patient complications have been reported as a result of this event.